Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 434 mg/dl and it was addressed with a correction bolus. The customer indicated that the correction factor setting may be incorrect. The customer was to use manual insulin injections for any boluses that are needed and will be following up with a healthcare provider to discuss the setting. Tandem technical support performed a system check on the pump and it was found to be functioning as expected.